Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for analysis. The alleged product issue could not be confirmed. Imaging was not provided. If more information is provided at a later date, a supplemental report will be submitted.

Event description:
It was reported that an instrasaccular flow disruption device would not detach with a detachment controller. When it retracted, it detached at the end of the microcatheter and could not be recaptured. The implant was then pushed into the aneurysm. The device was "compact" at the "bottom of the aneurysm." There was no injury or intervention. The patient was reported to be "ok" and "asymptomatic."